Manufacturer narrative:
H.6. - results - 3252 is based on evaluation of user facility information and images provided by the user facility; 213 is based upon evaluation of the retention sample. H.6. - conclusions - 77 is based on evaluation of user facility information and images provided by the user facility; 71 is based upon evaluation of the retention sample. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information, a retention sample from the reported product code/lot # combination and images of the actual sample provided by the user facility. A review of the images provided confirmed the customer's complaint. The involved stent was noted to have been elongated on the struts. Visual inspection of the retention sample revealed no anomalies along the total length. Magnifying inspection of the sliding part, including the stent, found no anomalies. The outside diameter of the sliding part, including the stent, was confirmed to meet manufacturing specifications. Magnifying inspection of the segment where the traction wires were fixed to the sliding part found no anomalies. The length of the deployed stent was confirmed to meet manufacturing specifications. A review of the device history and product release decision control sheet of the involved product/lot# combination were conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation result, it is likely that a pulling force in the proximal direction was applied to the actual device while the involved stent was being deployed, resulting in the reported elongation on the deployed segment. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "failure to maintain a fixed delivery catheter position or constraining the delivery catheter during deployment may result in stent compression (shortening) or elongation." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported elongation of the misago device. Follow up communication with the user facility confirmed the following information: two misago stents were deployed in the mid and distal sfa; there is an area of the 6mm x 120mm misago stent near hunter's canal that appears unusual angiographically, possibly elongated; the doctor was concerned about its impeding flow and followed up by placing a supera in the popliteal and overlapping into the misago area of concern, this fixed the issue; the procedure was completed successfully; and the patient was reported as in stable condition.